Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. Testing found the axiem box and emitter would not communi cate with the system. Communication cable was replaced and the issue was resolved. The system was functioning properly. A cable was returned for analysis. A continuity test revealed an open at pin 3 of the lemo connector. Otherwise, the cable was in good physical condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the axiem box was not communicating. The site swapped the usb cable to another port on the computer and resolved the issue for a shirt time, but the issue reoccurred. There was no patient present when this issue was identified.